Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a discrepancy in reading between sensor glucose and blood glucose values. The customer reported blood glucose value of 50 mg/dl. The customer was treated with glucose/carb intake. The event involved product(s) mmt-7841zn, mmt-7040pa, mmt-332a, mmt-397, mmt-1884. Troubleshooting was performed for sensor inaccurate readings and the discrepancy between the sensor glucose value of 83 mg/dl and blood glucose value of 50 mg/dl was not within the target range. Troubleshooting was not performed for hypoglycemic event and it was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. No product return is required for mmt-7841zn. The customer will discontinue the use of the sensor. Mmt-7040pa was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397. No product return is required for mmt-1884.